Event description:
It was reported that the pt is experiencing pain since the implantation in (B)(6) 2013. The pt has been to a physician several times since then to correct the problem with no success. The pt was having inflammation on the implant site and has taken a variety of antibiotics. The pt will be re-implanted on (B)(6) 2014.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.